Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching its rated burst pressure. There were no reported injuries to the patient. Thie was during a carotid artery balloon angioplasty. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching its rated burst pressure. There were no reported injuries to the patient. Thie was during a carotid artery balloon angioplasty. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿aviator plus .014 5.0x30 142cm¿ was received for analysis in a clear plastic bag. The device was unpacked for inspection, with particular attention given to the luer hub, which was observed to be cracked and splintered. The balloon was not inflated, and no other notable issues were identified. Inspection of the luer hub using a vision system revealed a cracked line and splintering. The affected area displayed evidence of fatigue striations, which are commonly associated with material damage caused by tensile overload. Based on these findings, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, leading to cracking. The balloon surface was also examined with the vision system, and no damage was observed. Functional testing was not performed due to the splintered condition of the luer hub. The reported ¿balloon burst at/below rbp¿ was not observed during analysis of the returned device. The balloon was inspected with a vision system, and no damages were found. A luer hub cracked/splintered condition was observed during functional analysis preventing proper balloon inflation; however, the exact cause cannot be conclusively determined. Splintering was identified on the luer hub, where a fatigue-induced crack compromised the integrity of the inflation lumen. This defect created an inability to maintain pressure within the system during attempted balloon inflation. Although the operator initially perceived the failure as a rupture, post-procedural analysis confirmed that the balloon itself remained intact and that the failure originated from the proximal connection interface. Detailed inspection revealed fatigue striations on the cracked/splintered hub surface. This suggests that the hub was subjected to mechanical forces, such as over-torquing/overtightening, sufficient to exceed the material¿s yield threshold, ultimately resulting in structural failure. According to the instructions for use which are not intended to mitigate risk, ¿directions for use: preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure.10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available and the returned device evaluation did not identify any evidence of a design deficiency or manufacturing nonconformance that could have contributed to the reported event. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching its rated burst pressure. There were no reported injuries to the patient. Thie was during a carotid artery balloon angioplasty. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.